Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) and the consumer. It was reported that the patient kept her stimulation on 24/7 which likely contributed to the elective replacement indicator (eri) notice at 18 months. The patient reported she would notify the rep when she saw the healthcare professional. At that time, she would also decide if she would like to have the device replaced and if so, whether to go with a rechargeable system or not.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that elective replacement indicator (eri) was seen on a non-rechargeable implantable neurostimulator (ins). The manufacturer representative did not have the therapy/programming settings available. The manufacturer representative was unable to check impedances because they could not communicate with the ins. It was reported that the patient alleged the device depleted prematurely. The manufacturer representative was going to call back for longevity calculations once they had a print out of the therapy settings. It was reported that eri was seen a few weeks ago but this could not be clarified.